Manufacturer narrative:
The device was returned for evaluation. The valve was returned stuck within the sheath housing and delivery system. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the valve is visually inspected and tested several times. During manufacturing the valve frame component was 100% inspected. During the final inspection, the valve underwent 100% inspection by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed from the evaluation of the device imagery provided by the site. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the sapien 3 ultra valve frame got caught in the non-expandable portion of the sheath and would not advance. Valve frame punctured small hole in sheath and showed a bent strut under flouro. Per procedure training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. While an exact root cause is unable to be determined due to insufficient information, these patient or procedural factors alone or in combination can increase resistance and require higher push force for delivery system advancement. If excess force was applied to overcome resistance during the delivery system advancement, valve struts can catch on to sheath and result in damage to valve frame. With the observation of sheath shaft punctured, indicating that additional force was applied. Although a definitive root cause is unable to be determined at this time, available information suggests that procedural factors (excessive device manipulation) and or patient factors of calcification may have contributed to the complaint event. The complaint event was confirmed via imagery provided by the site. No manufacturing nonconformances were identified. No labeling IFU training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported via a field clinical specialist, during the procedure of a 23 mm sapien 3 ultra valve while advancing the delivery system and valve through the esheath the patient became hypotensive due to underlying pathology and the decision was made to remove the valve. CPR was initiated and patient was stabilized. During removal the valve became stuck in the esheath in the iliac artery. Only the commander delivery system was withdrawn. It was withdrawn without issue. The esheath was removed with the valve inside. Another 23 mm sapien 3 valve was prepped and successfully deployed. At deployment the patient lost pressure again due to underlying factors and CPR was initiated. Cine revealed the pre-existing mechanic mitral leaflets were not working. Per the field clinical specialist, this was unrelated to the tavr devices. The patient was placed on ECMO support with iabp and transferred to ICU. Per medical opinion, the reported events resistance and valve dislodgement likely occurred due to patient factors of calcification. Per engineering evaluation the valve frame was observed to be distorted at the outflow and the esheath was observed to be punctured. No patient injuries were reported due to the valve frame damage.